Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Sections f10, h7 and h9 were updated. Additional information was received. During valve deployment of a 26mm ultra valve in the aortic position, the ultra delivery system balloon bust at full deployment. The valve was in good position and did not require any post dilation. Upon withdrawal of the ultra delivery system, there was withdrawal difficulties and the distal tip of the delivery system separated. A snare was used to successfully remove the distal tip and there were no balloon pieces missing. There was no major bleeding and no injury to the patient. The esheath had a liner delamination and the radiopaque marker was intact within the sheath. The patient was stable post tavr. No bav was used. During valve deployment, nominal inflation volume was used and the delivery system balloon was slowly inflated. The cause of the burst was related to moderate calcium on the stj. The withdrawal difficulties and damage to the esheath were related to the burst balloon material. This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in this case. Please reference related manufacturer report number 2015691-2019-04186 for the esheath liner delamination.

Manufacturer narrative:
The devices were not returned to edwards lifesciences or evaluation. Therefore, visual, functional and dimensional analysis could not be performed. The procedural cine was provided from the site, which showed: ¿ inflation balloon prior to valve deployment; at full deployment; balloon burst after deployment. ¿ distal end of the delivery system (guidewire lumen/nose tip/inflation balloon) separated from device. The complaint for ¿balloon ¿ burst¿ was confirmed through provided procedural cine. The complaint for ¿distal tip, nose tip ¿ separated¿ and ¿delivery system ¿ withdrawal difficulty-through sheath¿ were confirmed through photograph of device provided by the site. Per the report, ¿the cause of the burst was related to moderate calcium on the stj.¿ calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per the report, ¿the withdrawal difficulties and damage to the esheath were related to the burst balloon material.¿ it is possible that procedural factors (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) could have contributed to the reported event. Once the balloon burst, the balloon profile would have been larger than normal. This would have contributed to the withdrawal difficulty. Using higher force to retrieve the delivery system may have caused the balloon and nose tip to separate. Per training manual, ¿do not force if resistance is met near or at the sheath tip. Forcing retrieval when meeting resistance could result in additional balloon material tearing or tip¿. Excessive device manipulation during retrieval could have then resulted in the separation of the balloon and distal tip. Available information suggests that patient (stj calcification) and procedural (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) factors may have contributed to the reported event. A product risk assessment (pra) and CAPA were previously initiated to address ultra balloon burst and associated retrieval difficulty. The following were reviewed for instructions/guidance for preparation and use of the devices: balloon rupture: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system; when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions; do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off; if getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case; if successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath; if you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs; ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. DHR review did not reveal any manufacturing related issues that would have contributed to the complaint. A lot history review revealed no additional complaints for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿ and ¿delivery system ¿ withdrawal difficulty ¿ through sheath. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for ¿balloon ¿ burst¿ was confirmed. Available information suggests that patient factors (stj calcification) could have contributed to the reported event. The complaint for ¿delivery system ¿ withdrawal difficulty-through sheath¿ was confirmed. Available information suggests that procedural factors (withdrawal of burst balloon) could have contributed to the reported event. The complaint for ¿distal tip, nose tip ¿ separated¿ was confirmed. Available information suggests that procedural factors (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) could have contributed to the reported event. Because the devices were not returned for evaluation, presence of manufacturing non-conformances was unable to be determined. However, a review of lot history, DHR, complaint history and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. No labeling or IFU/training inadequacies were identified. A pra was previously initiated per management discretion to investigate the balloon burst/withdrawal difficulty issue and its associated risks. A CAPA has been initiated to address ultra balloon burst and retrieval.

Manufacturer narrative:
Section a2 and b7 were updated. A voluntary 3500a medwatch was received from the site. Additional information was provided on the report: multiple attempts were made to retrieve the device (left femoral sheath used to snare device), but were unsuccessful. Open procedures were decided necessary and an emergency left femoral cut-down, left common femoral artery endartectomy and pericardial patch to repair the superficial femoral artery were performed. The retained nose cone and balloon were found to be lodged in the common femoral artery. No embolic phenomena were found down the left superficial femoral artery and the pulse was intact with good hemostasis. All pieces of the balloon were felt to have been found.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve in the native aortic position using transfemoral approach, the ultra delivery system balloon ruptured. Additionally, there was a major vascular complication at the access site and major bleeding resulting in an unplanned surgery. The patient was alive at the end of the procedure.